Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus and hardware failed. Remote smart service (rss) shown online for the es station. The customer attempted to recover and restart the system; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on bus. A field service engineer had found network cable was not bd cable. Fse installed new network cable, restart the fridge, verified all devices were working. Restart the medstation and ran diagnostics all doors were working properly. The system functioned as intended after the field service engineer repaired the device.